Manufacturer narrative:
Vyaire complaint number: (B)(4). Vyaire medical's factory service team was able to duplicate the customer's reported issue. Vyaire medical exchanged the defective device.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) touch screen does not respond. The customer stated there was no patient involvement associated with this event.